Manufacturer narrative:
The onyx will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. However, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on 28 september 2016, 15 days after the last onyx embolization, the patient presented with a left motor deficit. Functional re-education was prescribed. The patient underwent onyx embolization treatment on (B)(6) 2016. The avm was in the right temporal. There was no issue during the procedure and the mrs pre and post procedure was 0. Fifteen days later the patient presented with left motor deficit of left paresia. No medical intervention was required, but functional re-education of physiotherapy was prescribed. The current mrs of the patient is 2. The patient previously underwent 6 embolizations, 5 with the onyx and 1 time with cyanoacrylate.

Manufacturer narrative:
Please reference MDR 2029214-2016-00949 for the other onyx used in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.